Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively following implant, the right ventricular (rv) thresholds started increasing on the leadless im plantable pulse generator (ipg). The leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.